Event description:
It was reported that the ilet issued repeated alert 38 for a motor stall with ¿unable to proceed,¿ persisting after multiple restarts, cartridge removal, and attempted rewind/fill, leading to device disconnection and use of backup subcutaneous insulin therapy by pen. Symptoms included hyperglycemia above 180 mg/dl for over two hours with readings reported as ¿high,¿ and alerts for glucose above 300 mg/dl for over 90 minutes, without ketone testing, medical intervention, or need for assistance. Outcomes included temporary interruption of insulin pump therapy and reliance on backup therapy while awaiting replacement. Investigation included device replacement logistics and receipt and inspection of the returned device. Investigation of this case revealed a persistent malfunction consistent with an insulin delivery motor/encoder fault, preventing successful rewind, which aligns with previously identified device component issues affecting the insulin drive system. It was concluded that the cause was a device-related malfunction of the insulin drive encoder.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.